Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer also stated that prior to the hospitalization, the insulin pump was exposed to an MRI. The displacement test was performed and the insulin pump passed the test. Insulin pump also passed the prime test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.